Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) homechoice automated pd sets with cassette leaked. The leak occurred from pinholes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, it was reported that the leaks were due to pinholes which is a known cause of the leak condition. The cause of the pinholes was not determined. Should additional relevant information become available, a supplemental report will be submitted.